Event description:
The lead was explanted due to a report of a j retention wire fracture without protrusion through the outer polyurethane insulation. Post op visual by the physician noted the j retention wire protruded from the polyurethane insulation. Explant method: intravascular, superior. Technique/tools: direct traction with locking stylet, laser. No complications.